Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned spacer confirms the device fractured into two pieces. Both pieces were returned for evaluation. The device shows signs of significant wear and use. A medical investigation was conducted and confirms this case reports the insert spacer broke in half while inside the patient. Per complaint details, there was no patient injury or delay reported, and the procedure was completed using a backup device since no patient harm is alleged, no further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the during a tkr the univ isrt spacer sz1-2 15m broke in half. Instruments inside the patient. The procedure was completed without delay using a smith-nephew back-up device. No patient injury or other complications were reported.